Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 371 mg/dl. The customer¿s reported blood glucose levels were 407 mg/dl and 411 mg/dl. The customer was treated with saline intravenous drip and anti-nausea medication. The customer did not mention any symptoms related to high blood glucose level. The customer did not allege the insulin pump for under delivery. The auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the event. The insulin pump will not be returned for analysis.